Event description:
It was reported that the occlusion sensor seal was no longer seated properly and was exposing the sensor underneath. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the occlusion sensor seal was no longer seated properly and exposing the sensor underneath." Was confirmed. During visual inspection it was found that downstream occlusion (dso) seal was detached. The lens was also found delaminated and the motor odometer exceeded six million revolutions. The dso, lens, and motor were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.